Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the left iliac artery, the stent was allegedly prematurely deployed. It was further reported that resistance is allegedly felt as the delivery system is advanced through the guidewire and introducer sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent was not returned for evaluation but provided photos show the lifestar stent delivery system with a stent being partially deployed. Based on available information and evaluation of the provided photos, the investigation is closed with confirmed results for the premature deployment and difficult advancement over the guidewire. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. With regards to stent delivery system, the IFU states "a removable safety clip (g) prevents outer sheath retraction and accidental or premature stent release. Just prior to deploying the stent, the safety clip (g) must be removed". Regarding accessories, the instruction for use states "the lifestar vascular stent system is only compatible with a 0.035 inch (0.89 mm) guidewire". H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the left iliac artery, the stent was allegedly prematurely deployed. It was further reported that resistance is allegedly felt as the delivery system is advanced through the guidewire and introducer sheath. The procedure was completed using another device. There was no reported patient injury.